Event description:
On (B)(6) 2013, it was reported that the patient had undergone a lead replacement due to ¿spiraling¿ and maybe some ¿manipulation¿. The generator was not replaced. The manufacturer¿s consultant stated that during surgery two system diagnostics tests were performed prior to surgery and they found high lead impedance with an impedance value of greater than 8,000ohms (high impedance reported on MFR. Report # 1644487-2013-01176). Upon opening the generator pocket, it was found that his generator had broken loose from its 3.0 prolene anchor and this had caused the generator to spin several times in the pocket which is what was believed to have led to the lead break. The surgeon was not convinced it was due to patient manipulation or if it may have happened when the patient is sleeping and moving in his sleep. However, it was clear that the generator had spun several times in the pocket. The patient was noted to weigh (B)(6) and does not have much in the line of body fat to help protect the generator from manipulation. The spun wires could be seen in the lead wire. The generator appeared to be functioning properly upon implant of a new lead. System diagnostics with the new lead showed results within normal limits (1550ohms range).